Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is general illness, pain, tenderness, hardness, accumulation of fluid inside the breast capsule, and severe emotional distress. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient representative reported that the patient experienced general illness, pain, tenderness, hardness, accumulation of fluid inside the breast capsule, and severe emotional distress. Device has been explanted. This record is for the right side.